Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a pump shutdown/error occurred. Customer did not provide further information and requested no further follow up. There was no reported impact to blood glucose.